Event description:
Approximately six weeks following implantation of a vertebral body replacement device in the l2-l3 disc space, a reduction in height was reported. No injury occurred. Pt is asymptomatic. No revision surgery has been reported, and none is planned.

Manufacturer narrative:
(B)(4). Post-surgery and event radiographs were received and the event was confirmed. No product has been explanted. Root cause has not been determined. Labeling review: internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loose, bend, or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant. Potential risks identified with the use of this system, which may require additional surgery, include bending, fracture or loosening of implant component (s).